Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to over eating at lunch and did not treat. Customer's blood glucose was 404 mg/dl. Customer requested assistance with treating high blood glucose with insulin pump. Customer was assisted with treating high blood glucose with bolus wizard. Customer would call back to troubleshoot for high blood glucose.